Event description:
It was reported the cystonephrofiberscope had deposits and fogging on the lens of the cystoscope eyepiece. The issue was found during service / maintenance (not in a clinical setting). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established and the foreign material was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. It was found that the eye piece units cover glass and lens was foggy, cover glass was damaged and the lens was humid (poor quality image). A definitive root cause could not be identified. Based on the results of the investigation, cause for deposits and fogging on the lens of the cystoscope eyepiece the most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information/